Manufacturer narrative:
Name of the physician is unknown. The event was reported by (B)(6) on behalf of the physician. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Healthcare professional reported right side "seroma-late" and "rupture." Device remains implanted.